Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc, act, up and down button dome switch. No unlocked lcd keypad connector. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive button/keypad. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.